Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 395mg/dl. Multiple supply changes were performed to resolve the occlusions. No damage was noted to the supplies in use during the occlusion alarms.